Event description:
It was reported that one of the jaws broke during a surgical procedure. No pt injury recorded. On (B)(6), 2010, customer reports that one jaw broke off during a lumbar laminectomy and was easily retrieved. Confirmed x-ray was not considered necessary and no pt harm.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.